Event description:
Lar procedure. Ralc30 dlu was placed low in pelvis and after firing was completed, the specimen was removed. The specimen side of the staple formation as well as the rectal stump were observed to have malformed staples. The rectal stump was sutured closed to complete the case.